Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection piece that connects to the heplock of a clearlink continu-flo solution set was broken. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed a cracked/broken male luer. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this condition, the supplier of the component has been notified of the issue. Should additional relevant information become available, a supplemental report will be submitted.